Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that it appears the purple y port has broken at the connection port leaving the grey component exposed which caused leaking during use. There was no injury to the patient.

Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, photographs were provided for examination. Per the pictures, the purple y-port has already broken, over-force may cause the y-port separated from the feeding tube. All products were tested and inspected and have met the specified requirements prior to releasing the products for shipment. Review the packing process, the tube has y-port assembly on the tube before packing; any y-port broken issue can be detected by inspectors on production line. Review the manufacturing process, all the tubes have gone through leak test before packing, any leakage issue can be detected by leak test station. Further investigation is not able to be performed due to limited information. The reported customer complaint could not be confirmed. A root cause could not be determined. The most probable root cause was determined to be customer misuse. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.